Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent handling damage occurred during removal of the device from the coil causing the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0x18mm xience alpine stent delivery system (sds) was removed from the dispenser coil without resistance; however, it was noted that the distal shaft was separated into two pieces. The sds was not used, and there was no patient involvement. The procedure was successfully completed with an unspecified device. No additional information was provided.